Event description:
Abbott Diabetes Care (ADC) received an MHRA user report which reported the following information: A healthcare professional (HCP) reported that the customer received unspecified low sensor scan readings and it is unknown whether a trend arrow was noted on the device. It was indicated that "their blood glucose level was low (incorrectly) triggering them to medicate for hypoglycemia." It resulted to the customer developing diabetic ketoacidosis (DKA). The customer was admitted to the Intensive Care Unit (ICU) and received unspecified HCP treatment. There was no report of death or permanent injury associated with this event. ADC Customer Service attempted to contact the HCP three times via email to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.